Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc). Technical services (ts) reviewed the data and confirmed the loc. Ts recommended further evaluation in the clinic. This lv lead remains in service. No adverse patient effects were reported.